Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that when they were in the lower leg (had already harvested the upper leg). Pa went to extend the vasoview hemopro 2.c-ring in the lower leg and noticed it was cracked. No damage to the vein. Nothing unusual about the case (maybe some thicker adhesions/scar tissue) but he broke it up as usual with the dissection tip. Nothing detached. He accidentally bent the harvesting tool shaft while looking at it after the case. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 04/22/2025. An investigation was conducted on 04/23/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The ceramic c-ring was observed to be transected down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000447597 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.